Event description:
It is reported that patient underwent a right hip revision on (B)(6) 2015 for subluxation of a ceramic on ceramic total hip. Post-operatively, the patient had acute pelvic discontinuity with failure of the acetabular component, and required orif and revision of the acetabular component three days later.

Manufacturer narrative:
Information was received via medwatch 490122-2015-0003. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of manufacturing records for the shell confirmed that the device conforms to specifications. Review of the complaint history indicates no prior complaints for the lot code associated with the acetabular shell. No devices were received for further evaluation. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.